Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 46.9 pg/ml. This result was reported outside of the laboratory. The sample was repeated as the high result did not correspond to the patient¿s clinical picture. The repeat result was 6.35 ng/ml. A new sample was obtained and the result was 6.14 pg/ml. The troponin t hs reagent lot number was 63980701 with an expiration date of 31-oct-2023.

Manufacturer narrative:
The field application specialist (fas) provided photos of the sample where bubbles were observed. No issues were identified during a review of the alarm trace data. Based on the data provided, a clear root cause could not be identified. A general instrument or reagent problem could not be identified. The investigation determined the event was consistent with a pre-analytical handling issue at the customer site.